Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) stated there were no obvious reasons for the se 2240. The technical service representative (tsr) advised the hp to end therapy. The hp would do a manual exchange in the morning. The tsr assisted the hp to end therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available and requested. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm and there was no use error described by the patient, the sample evaluation did not repeat the alarm, the lot number was unavailable for batch review and an event log was not reviewed by a baxter employee.